Event description:
Per (B)(6), stationary concentrator model irc5po2 serial number (B)(4) keeps shutting down after seconds of being on/under warranty - needs repair/no follow up required.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.